Event description:
Per report, "customer states he bought this awhile ago and has been using it the past month or so and now its not taking the reading. It's on correctly. Customer has high blood pressure so he needs this to work.".

Manufacturer narrative:
Per report, "customer states he bought this awhile ago and has been using it the past month or so and now its not taking the reading. It's on correctly. Customer has high blood pressure so he needs this to work."per customer call, customer uses thc, has had an operation for nph, and has a history of stroke. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.